Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was found to have a faulty microswitch that was not working because the reservoir was filled with water and the device was plugged in line cord and powered on, and the device sensor alarmed due to the faulty microswitch. The cause of the customer reported problem was the faulty microswitch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microswitch, and the device passed all functional tests after repair.

Event description:
It was reported that during set-up the sensor is going off even when the water level is full. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.